Event description:
Biotronic loop recorder monitor placed on my hand. I immediately had reaction, severe chest pain, blood pressure 180 over 125. I was sent to emergency room discharged. I shouldn't have been had to go to another hospital. It required immediate emergency take out of the loop recorder device. Contacted biotronic they didn't want to know any information. They said call your cardiologist. They did not seem to care that I had a problem with this implanted device of theirs.